Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/05/2019. The product support engineer (pse) troubleshot the issue with the customer over the phone. The pse advised the customer to review zero off reading, once calculated the unit passes the pressure accuracy testing. Root cause: the root cause was identified to be the air flow sensor drift of u1 led to air flow accuracy out of specification.

Event description:
The customer reported that the ventilator was failing the performance verifications test (pvt) testing at 1 with a reading of 39. The ventilator was not in use on a patient at the time of the event occurred.